Event description:
The customer reported that the sys would display a low ma, and low kv error messages, and would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the igbt snubber printed circuit board, and reassembled the c-arm. The sys was tested and found to be working as intended and put back in svc.